Event description:
Ous MDR - after an implantation period of about 3 1/2 months, oversensing with inappropriate shock was reported. No other adverse patient side effects have been reported.

Manufacturer narrative:
During the analysis of the lead, the lead properties were checked. There were no deviations from the technical specifications that could be related to the clinical complaint. The cuts in the insulation were with high probability caused during the explantation procedure. The manufacturing process of the lead and the ICD was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. There were no indications of material defects or manufacturing errors.